Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving 10 mg/ml morphine at 0.5 mg/day via a pump implanted to treat non-malignant pain. It was noted that the pump wasn't a good fit for the patient. Sometimes the dose was too high and other times it was too low. The patient had problems since implant in (B)(6) 2014. The patient's next refill appointment was scheduled for (B)(6) 2016. Information was requested regarding the cause and related interventions of the dosing issues. If information is received, the event will be updated.